Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: dbs-extension upn: m365nm3138550 model: nm-3138-55 serial: (B)(6) batch: 7085428. Product family: dbs-extension upn: m365nm3138550 model: nm-3138-55 serial: (B)(6) batch: 7088875.

Event description:
It was reported that the patient experienced discomfort and tightness at the deep brain stimulation (dbs) implantable pulse generator (ipg) and lead extension implant site. It was noted that the ipg was not sutured down and flipped in the chest causing slight bowing of the lead extensions per the physicians assessment. The patient underwent a procedure where the ipg was repositioned and remained implanted, and the lead extensions were replaced with others of the same model per the physicians preference. Physical analysis of the dbs lead extensions was not performed as they were retained by the facility. The patient did well post-operatively.